Event description:
It was reported to philips that the device had experienced recurring charge shock failures coincident with a pads failure during operational testing. It was noted by the customer that they had already replaced the therapy cable and test load but the issue remained. The customer requested that the device be returned for bench repair. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.